Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: bi71000860, lot #: fzb2l. Product ID: bi71000861, lot #: 181211727. H3: analysis of the battery power tray had shown they were unable to confirm the complaint. Verified both fuses in the power tray tested good. No functional problem found while under test. Fdm b01, fdr c19, fdc d14 h3: analysis of the power converter confirmed reported complaint, "battery indicator flashing." Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. Fdm b01, fdr c02, fdc d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the enclosure charger was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the enclosure charger analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4), product ID: bi71000176, serial/lot #: (B)(4), product ID: bi71000195, serial/lot #: 181211727, a medtronic representative visited the site to perform a system checkout. It was shown that tray 1 measured out of tolerance and needed to be replaced. The charger enclosure didn't produce proper charging amperage on charger card 0-1. The power enclosure didn't function properly causing the batteries to not charge properly. The power enclosure, power tray, charger enclosure, and battery tray were replaced and the system functioned as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative regarding an imaging system outside of a procedure. It was reported that the first battery light was flashing on the gantry.